Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping), menorrhagia ('menorrhagia (heavy menstrual bleeding) and ovarian cyst ('cyst on right ovary') in an adult female patient who had essure (batch no. 636097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norethisterone acetate (junel) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal), alopecia ("hair loss") and genital haemorrhage ("abnormal bleeding (genital ). The patient was treated with codeine, hydrocodone, tramadol and surgery (ablation, ovarian cystectomy and salpingectomy,(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, ovarian cyst, vaginal haemorrhage, migraine and fatigue outcome was unknown, the alopecia was resolving and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Discrepancy noted removal date: previously reported as (B)(6) 2018 now it is reported (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number was added. Removal date, lab data was updated. New events abnormal bleeding (vaginal), migraines / headaches, fatigue, cyst on right ovary, hair loss, abnormal bleeding (genital ), abdomen pain was added. Concomitant drug, tenement drug, reporter, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils embedded'), dysmenorrhoea ('dysmenorrhea (cramping), menorrhagia ('menorrhagia (heavy menstrual bleeding) and ovarian cyst ('cyst on right ovary') in an adult female patient who had essure (batch no. 636097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal), alopecia ("hair loss") and genital haemorrhage ("abnormal bleeding (genital ). The patient was treated with codeine, hydrocodone, tramadol and surgery (ablation, ovarian cystectomy and salpingectomy,(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, menorrhagia, ovarian cyst, vaginal haemorrhage, migraine and fatigue outcome was unknown, the alopecia was resolving and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Discrepancy noted removal date: previously reported as (B)(6) 2018 now it is reported (B)(6) 2018. Left side-9 coils visibly inside the uterus, right side-coil was only 3 on the outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram : on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding, coils embedded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter's information added.event: essure coils embedded were added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils embedded'), dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and ovarian cyst ('cyst on right ovary') in an adult female patient who had essure (batch no. 636097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and genital haemorrhage ("abnormal bleeding (genital )"). The patient was treated with codeine, hydrocodone, tramadol and surgery (ablation, ovarian cystectomy and salpingectomy,(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, menorrhagia, ovarian cyst, vaginal haemorrhage, migraine and fatigue outcome was unknown, the alopecia was resolving and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Discrepancy noted removal date: previously reported as (B)(6) 2018 now it is reported (B)(6) 2018. Left side-9 coils visibly inside the uterus, right side-coil was only 3 on the outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 07-oct-2009: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding, coils embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils embedded'), dysmenorrhoea ('dysmenorrhea (cramping)'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and ovarian cyst ('cyst on right ovary') in an adult female patient who had essure (batch no. 636097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis gardnerella, bartholin's abscess, cervical cyst and ovarian cyst. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;norethisterone (neocon), ibuprofen, ketoconazole and levonorgestrel (mirena). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and genital haemorrhage ("abnormal bleeding (genital )"). The patient was treated with codeine, hydrocodone, metformin, tramadol and surgery (ablation, hysterectomy,salpingectomy,(bilateral removal of fallopian tubes), ovarian cystectomy and salpingectomy,(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, heavy menstrual bleeding, ovarian cyst, vaginal haemorrhage, migraine and fatigue outcome was unknown, the alopecia was resolving and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Discrepancy noted removal date: previously reported as (B)(6) 2018 now it is reported (B)(6) 2018. Left side-9 coils visibly inside the uterus, right side-coil was only 3 on the outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding, coils embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: mr received. Reporter information, medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Lab data, reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.